Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy261754h ) showed ins setscrew backed out too far; no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at a stage two implant they connected implantable neurostimulator (ins) to lead and put in pocket no communication...interference, telemetry issues. The doctor took out, disconnected lead and reconnected, tried in and out of pocket with no success. They used another ins with no issues.